Event description:
Clinic notes received for generator revision referral dated (B)(6) 2014 indicated that the end of service indicator was seen six weeks earlier (approximately july 2014). On 02/19/2015, this generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for several months. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for battery longevity. As a result of this, the generator reached an ifi status indicator earlier than expected.

Event description:
A generator explanted due to end of service was analyzed. Analysis was completed on 02/20/2015. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.971 volts, verifying an eos condition. The data in the diagaccumconsumed memory locations revealed that 43.313% of the battery had been consumed. A battery life calculation resulted in 2.8 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. The post burn-in electrical test results show that the pulse generator module performs according to functional specifications. A review of the DHR for this generator shows it was re-processed due to an electrical test software error which was corrected. As noted in the DHR, the generator is set to a high output state due to the electrical test software error. Because the generator was not re-programmed after the second fet, the generator remained in a high output state. This condition may have contributed to the disparity between the neos condition and 43.313% battery capacity that has been consumed, based on the device¿s internal eos projection system. Due to the possibility, the device may have been programmed ¿on¿ prior to the second fet (for a period of 6 months), the automatic blc was supplemented. This resulted in a battery life calculation of 0.0 years remaining before the near-end-of-service (neos) flag would be set. The combination of a high impedance value and output current setting required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device history records were reviewed no device failure occurred; however, the device did reach an end of life condition earlier than expected due to the generator remained programmed to a high output state during manufacturing. The event did not cause or contribute to a death or serious injury. Age at time of event, corrected data: previously submitted mdrs indicated an patient age to correspond with the corrected event date. This report is being submitted to correct this information. Date of event, corrected data: previously submitted mdrs indicated an incorrect event date. This report is being submitted to correct this information. Date of this report, corrected data: previously submitted mdrs indicated an incorrect aware date; however, the MDR submission is still within the 30 day timeframe. This report is being submitted to correct this information. Describe event or problem, corrected data: previously submitted MDR omitted information regarding the cause of the event and included irrelevant information. This report is being submitted to correct this information. Evaluation codes, corrected data: previously submitted mdrs indicated incomplete/incorrect method and conclusion evaluation codes. This report is being submitted to correct this information.

Manufacturer narrative:
Manufacturing process related. Device failure occurred, but did not cause or contribute to a death.